Manufacturer narrative:
It was reported that the hl20 pump stopped during patient treatment. A pump restart solved the problem. No harm to any person has been reported. Customer could not confirm the exact failure or error message, but believed 3 letters followed by 09). Therefore it is assumed that the err09 was displayed on the pump. The person on site who reported the issue is no longer available and the staff is not sure which machine and what pump was used at the time the issue occurred. The customer also considers that it was possibly a use error. The getinge field service technician cancelled the visit since the customer has no issues using the device and did not request support. However the reported failure "hl20 pump stop" can be linked to the following most probable root cause according to the risk management file: arterial pump doesn't start, unintended stopped or slowed down because of e.g.: - user error - component defective - communication error it is suspected that the error 09 (-12 volt error) was displayed on the hl20. This error message indicates that -12v-supply voltage test failed. According to the hl20 service manual 9 service interface troubleshooting: through an entry of the processor-internal a/d-converter the -12v supply voltage that has been adapted to a positive voltage through a voltage divider is measured. The voltage value measured is output at the service interface. The -12v supply must be between -12v +10% and -20%. When the tolerance range is left the error report err-n12v is given. Possible reasons for this error message are: -12v-supply voltage our of tolerance -reference voltage not adjusted -ad converter defect -ad-input not connected -wrong voltage distributor the device in question was manufactured on 2014-09-20. The review of the non-conformities during the period of 2014-09-20 to 2023-01-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : device was not returned.

Event description:
Complaint ID# (B)(4).

Event description:
It was reported that the hl20 twin pump motor stopped working during patient treatment. No harm to any person has been reported. Complaint ID#(B)(4).

Manufacturer narrative:
It was reported that the hl20 twin pump motor stopped. The event occurred during treatment. A getinge field service technician will be sent to investigate the hl20 twin pump. Investigation is ongoing. The device in question was manufactured on 2014-09-20. The review of the non-conformities during the period of 2014-09-20 to 2023-01-03 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. As soon as new relevant information becomes available, a follow up medwatch will be submitted.